Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is meant by device misfired? It would fire correctly, then fire a malformed clip. Did device jam or not fire clip? No. Did device drop or eject clip? Yes. Did device not feed clip? No. Did device fire a malformed clip? Yes.

Event description:
It was reported that during an unknown procedure, the device occasionally misfired. No further information was available, but some of the clips were saved and are being returned with the device. The case was able to be completed with the same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # = m93h9k . The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In addition, 3 clips malformed were received in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 5 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred. Possible cause of the found lockout condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. A batch record review was performed and no anomalies were found during the manufacturing process.